Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). The lot expiration date is currently unavailable. Associated medwatch: 1221934-2017-10000.

Event description:
At the moment of placement, the device is broken. No patient consequence. The procedure was completed with same like device. Additional information received via email from the affiliate on (B)(6) 2016. The anchor broke at the middle of the screw thread. Broken fragments were removed. Bone quality of the patient was normal. The procedure completed with another device (anchor 5.5). The surgeon used the original hole. The surgeon enlarged the original hole because the new anchor had a different diameter which resulted in delay of more than 30 minutes

Manufacturer narrative:
Affiliate indicated on (B)(6), 2017 that the quantity of device used in the procedure was only one. The second product medwatch will be voided.